Event description:
Head tech noticed, while setting up machine for hemodialysis treatment, that there were slits present in the saline drip chamber. This saline administration set was packed with the dialysis lines. The package had been unopened - there are no slits thru the packaging. The chamber is also partially collapsed. No pt was ever exposed to this line. Rptr is saving the line and the plastic bag it was packaged in.